Manufacturer narrative:
(Manufacturer narrative t, corrected data f) internal report: (B)(4). Meter and test strips were returned for evaluation. No defect found most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#:(B)(4). Note: manufacturer contacted customer a follow-up call to ensure that the replacement products resolved the initial concern - we were able to establish contact with customer which indicated that he will use competitor's product.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 290 and 317mg/dl fasting using the meter. The test strip lot manufacturer's expiration date is 8/29/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history. Result 1: 280 mg/dl date: (B)(6) 2019, time: 6:48 pm fasting, result 2: 341 mg/dl date: (B)(6) 2019, time: 6:46 pm fasting , result 3: 427 mg/dl date:(B)(6) 2019, time: 2:14 pm fasting , result 4: 98 mg/dl date: (B)(6) 2019, time: 4:11 am fasting, result 5: 293 mg/dl date: (B)(6) 2019, time: 7:30 am fasting.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 120 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 290 and 317 mg/dl fasting using the meter. The test strip lot manufacturer's expiration date is 8/29/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).